Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer experienced high blood glucose levels for several days, as well as had sensor issues. The blood glucose reading was 400 mg/dl, compared with the sensor glucose reading of 78 mg/dl. The customer stated that she had high blood glucose levels because she was stressed while taking care of her husband. The most recent blood glucose reading was 363 mg/dl. She stated she had high blood glucose the day prior at 361 mg/dl as well, but she did not know why. She treated with manual injections. She believed that the issue had to do with the infusion set and reservoir, since she noted that one time they came completely loose. She stated that the infusion set was not sticking well. She also observed a bent sensor cannula on one occasion. She declined troubleshooting for the calibration error and change sensor alarms she received. No issues were found on the sensor upon troubleshoot. Nothing further reported.